Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the ht70 ventilator froze. No other information is available. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.